Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. Device evaluation: thrombus was confirmed through the evaluation of (B)(4). The device was returned assembled with the driveline cut approximately 10 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of the proximal side of the outlet stator revealed a deposition partially surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, slight contact marks were present on the tapered portion of the rotor, indicating that it was present while (B)(4) was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, the observed deposition could have contributed to the patient¿s elevated ldh. Upon removal of the deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with signs and symptoms of pump thrombosis, including an elevated lactate dehydrogenase, after reportedly ingesting activated charcoal. The patient reportedly ingested the activated charcoal, because he had an upset stomach. The patient underwent a pump exchange on (B)(6) 2015.